Manufacturer narrative:
Per tandem¿s user guide: ¿always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause high blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Upon investigation, it was found that the connection between the cartridge tubing and the infusion set was not secure. The connection was secured and the load process was completed. Subsequently, a minimum fill notification occurred. Reportedly, the cartridge was filled with 120 units of insulin. Insulin was added to the cartridge resolving the issue. Customer's blood glucose was 300 mg/dl.